Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va07ddg, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their programmer didn't seem to be working. They could connect to the implantable neurostimulator and get to the therapy screen, but they couldn't increase stimulation for the last six months prior to the report. The patient also couldn't feel stimulation when the therapy was on, had not been receiving therapy for bladder control, and had been urinating badly for "probably four months or more" prior to the report. It was indicated that the issue had steadily gotten worse. The patient claimed that they would stop feeling stimulation when the programmer would turn off, and confirmed they were pressing the programmer power button. Patient services questioned if the patient was accidentally turning off stimulation by pressing the side buttons when they intended to use the front buttons. The patient did not know if this was occurring. The programmer seemed to be functioning correctly during troubleshooting. Stimulation was increased from 6.8 to 7.3v, but the patient still didn't feel stimulation. The patient indicated that they were going to follow-up their healthcare provider. It was noted that the patient had cat scans for back problems and blood clots that were not related to the device or therapy. Additional information received from the patient indicated that they were still unable to increase the stimulation, and they saw a manufacturer representative. The ins and lead weren't working properly and that led to them not being able to increase stimulation. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.